Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator at start up the screen was black. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the display to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.